Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a cassette not attached alarm. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Could not confirm customers complaint during 50ml cassette test as the pump recognized when the cassette was attached. Upon further investigation, found that the lens was scratched, the downstream occlusion seal was delaminated, and the upstream occlusion seal was buckled. Replaced the lens, lens seal and occlusion seals. Updated software. Performed dso (downstream occlusion)/uso (upstream occlusion) sensor calibration. Performed pvt (performance verification testing), unit passed all testing criteria. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.